Manufacturer narrative:
Evaluation summary: complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a cataract extraction with intraocular lens (iol) implant procedure, jagged damage was found around the iol haptic after the iol was implanted in the patient's eye. The cartridge is suspected to have caused the damage to the iol. The iol was exchanged during the initial procedure. The wound was enlarged to remove the initial iol. The result of the iol exchange was favorable, and the surgery was completed. There are two medical device reports associated with this event. This report is for the cartridge.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified iol and a qualified handpiece. Iol product history records were reviewed and the documentation indicated the product met release criteria. Non-qualified viscoelastics were used. The cartridge sample was not returned for an evaluation. Based on the evaluation of the iol in the related file, the root cause may be related to a failure to follow the directions for use. The viscoelastics indicated by the customer are not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastics may result in delivery issues and/or damage. (B)(4).